Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during central processing, a yellow piece of plastic broke off a permanent cautery hook instrument had yellow plastic piece broke off when the customer started their sterilization process. There was no report of any injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken distal clevis on both sides of the ears of the clevis. The broken pieces were not returned with the instrument. The clevis did not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional finding not reported by site: the instrument was found to have a broken monopolar yaw pulley at the one of the posts where it connects to the distal clevis. Broken piece was missing. The components surrounding the breakage was damaged and would have contributed to the broken yaw pulley.